Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. Zimvie received one (1) unknown screw for evaluation. Visual evaluation was performed, an unknown screw was fractured and stuck inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, device malfunction did occur. The screw was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. D10: xifoss410, osseotite certain 2 implant 4 x 10mm/lot number-2016070938. G4: PMA/510(k) number not available. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During product evaluation, a fractured screw was found inside the implant.